Event description:
Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of six reports (3007042319-2014-00643, 00881, 00882, 00883, 00884 and 00885) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The devices were returned for evaluation. The pump was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported power switching event could not be confirmed, as the controller had a prior firmware version which does not log battery capacity. Controller log files did confirm the event; the log files revealed a controller power up and motor start event on the date of the reported event. Analysis of battery ((B)(4)) revealed that the device met specifications; the battery passed visual inspection and functional testing. Analysis of batteries ((B)(4)) revealed that the devices failed to meet specifications due to a faulty internal cell pair, which likely contributed to the reported event. Controller ((B)(4)) and battery ((B)(4)) failed visual testing; contamination on power port one (1) of the controller and contamination of the pins of the battery was found. Battery ((B)(4)) failed functional testing due to a defective component on the printed circuit assembly. It was also noted during testing that battery ((B)(4)) contained a faulty internal cell pair. The confirmed malfunctions are related to the reported event. Contamination in both controller ((B)(4)) and batteries ((B)(4)) containing a defective electrical component can contribute to the reported event. However, the most likely root cause of the reported event is a faulty internal battery cell pair. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is three of seven reports (3007042319-2014-00643, 00881, 00882, 00883, 00884, 00885 and 2015-10003) submitted for devices related to the same event.